Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had no button error alarms noted. Device was received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not performed. The device was returned for analysis.